Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 306 mg/dl. The paramedics were dispatched. The customer started to feel tired and started to become unresponsive. The customer did not want to go to the hospital. She declined to have the paramedics assist her and to be treated by them. The customer was advised that the device would be replaced and agreed to return the product for analysis.